Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies for the s-rom*sleeve prx zt ha 18f-lrg, and the srom stm std 36+12l 13x18. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Patient underwent revision procedure due to unknown reason. Update: (B)(6) 2013 - medical records received. Patient was revised to address pain, cloudy brown fluid, light tan colored membrane in the joint, and fretting corrosion on the taper. The asr sleeve, srom stem and srom sleeve are being added to the complaint.